Event description:
A 5mm curved shears (harmonic), lot# h44c33-2016-07 tip didn't close properly. Cautery wasn't reaching shear blades. Cautery was only hot on 1 side of the shears. Switched out faulty product with new and new product worked correctly.